Event description:
Patient reports gums are bleeding, and the orthodontist stated this treatment would never work for the patient's complex case. The patient also noted allergic reaction (no details), excessive bleeding, and gingivitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.